Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch due to out of range pace impedances on the right atrial (ra) lead. The impedances only spiked once, which triggered the switch, and have been stable since. The system was reprogrammed back to bipolar and all products remain in service. The ra lead is a competitor's product. No adverse patient effects were reported.